Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 2 infusion set cannula bent event on 26-may-2024 after 3 hours of insertion. Customer regularly rotate site location. Insertion site was abdomen, upper buttocks . Infusion set has been used for 12 hours. The glucose level was 16 mmol/l. Therefore, patient was treated with correction via mdi. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.